Event description:
A monopolar electro-surgical cable was in use during a laparoscopic cholecystectomy case. When power was applied, the cable began to smoke and burn near the end that connected to the generator. The frame was quickly put out. No injuries were reported. Another cable was utilized to complete the procedure.